Manufacturer narrative:
Functional examination of the submitted device could not replicate the reported condition. Review of the device history records did not reveal any mfg deviations or anomalies. A search of the complaint database did not show any other reports against the mfg lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.

Event description:
During surgery the patella was catching as it was rotating on the patella tray making a clicking sound. The issue caused a 30 minute delay in surgery.